Event description:
According to the report, the surgeon attempted to use two sologrip iii handpieces to perform tmr; however, no laser energy was seen or felt coming out of either handpiece. Additional information provided by the cv nurse manager indicates that she attempted to use the test probe prior to the procedure. A popping sound was heard but no movement was seen in the test water. The cryolife representative for this hospital evaluated the test probe and confirmed that no laser output was seen (verified after the surgery). A preliminary evaluation provided by field services indicates that the tmr console may have malfunction due to a cracked blast shield.

Manufacturer narrative:
According to the report, the surgeon attempted to use two sologrip iii handpieces to perform tmr; however, no laser energy was seen or felt coming out of either handpiece. Additional information provided by the cv nurse manager indicates that she attempted to use the test probe prior to the procedure. A popping sound was heard but no movement was seen in the test water. The cryolife representative for this hospital evaluated the test probe and confirmed that no laser output was seen (verified after the surgery). A preliminary evaluation provided by field services indicates that the tmr console may have malfunction due to a cracked blast shield. Field services performed service on the hospital's tmr 2000 console serial (B)(4). This evaluation determined that the console was functioning properly. The test fiber was tested and was functioned as intended. The calibration settings were verified to be correct and it was determined that the console was operating according to all factory specifications. The handpieces were returned to cryolife for evaluation. The handpieces were visually inspected for damage and were further evaluated using a hene laser. In addition, both handpieces were tested with a fully operational tmr 2000 console. Handpiece ta-03800-04 had evidence of misuse. The sheath covering the multifilament fiber showed evidence of damage. It appears the fiber may have been clipped. When the handpiece was plugged into the hene laser there was not damage to the multifilament fiber at this location; however, there was damage approximately 3 mm from the coupler. The handpiece was tested with a fully functional tmr 200 console. The handpiece was delivering laser energy but was sparking at the area of multifilament fiber damage. The instructions for use currently provide instructions for proper optical fiber handling. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the end of the fiber which does not contact the patient.